Event description:
Per the clinic, the patient experienced a post-auricular wound and skin breakdown due to wearing glasses (specific date not reported). It was also reported that the patient experienced purulent otitis media and mastoiditis. Subsequently, the patient was hospitalized from (B)(6) 2024, for an IV antibiotics administration. Following discharge on (B)(6) 2024, the patient was treated with oral antibiotics for a duration of six weeks; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.